Event description:
The manufacturer received information alleging filters are turning black again, just like they did before the recall. The end user alleges "I am very concerned about using this machine as I became very ill with lung disease the last time and lost 2 years of my life." Patient states she had a lung issue and needed to go into the hospital and feels it was a result of the dirty filters. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging filters are turning black again, just like they did before the recall. The end user alleges "I am very concerned about using this machine as I became very ill with lung disease the last time and lost 2 years of my life." Patient states she had a lung issue and needed to go into the hospital and feels it was a result of the dirty filters. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.